Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that the patient underwent initial total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised due poly wear on (B)(6) 2015. A poly swap was completed.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent initial total knee arthroplasty on (B)(6) 2008. Subsequently, the patient was revised due poly wear on (B)(6) 2015. A poly swap was completed.